Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (ebelt - cannot run detect and treat testing) has been confirmed. Upon investigation the trunk cable was pulled from the strain relief, damaging wires within the cable. The root cause for the strained cable was excessive force. No adverse event resulted from the damaged electrode belt.

Event description:
A us distributor reported that an electrode belt cannot run detect and treat testing.